Manufacturer narrative:
The enclosure charger was returned to the manufacturer for analysis. Analysis found that unable to confirm reported problem. Analysis found no fault with returned part.

Manufacturer narrative:
Correction: UDI and pn correction.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification (UDI) is unavailable. A manufacturer representative went to the site to test the equipment. The enclosure charger, power tray, pcba generator, and cable assembly optical switch were all replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. Part not returned

Event description:
Medtronic received information regarding an imaging device. It was reported that during the installation process, system checks were performed and the machine worked normally. A rehome calibration was performed by invalidating home. The process was performing as intended until it got to 'tilt'. The system completely tilted the gantry to 90 degrees parallel to the ground and stayed there. It was noted the invalidate home could not be performed. The gantry controller was replaced with no resolve. During the time of installation, it was also identified the entire image acquisition system (ias) was shut down. There was no power to the ias on/off switch, no lights on the battery indicator and no power to the ias computer. The interface cable was disconnected and the ias continued to cycle. The cycling issue was resolved by charger enclosure, but there remained no power to the power conversion board. The power tray was replaced and the issue was resolved. There was no patient present when the issue was identified.

Manufacturer narrative:
The optical switch cable was returned to the manufacturer for analysis. Analysis found that during visual inspection cable assembly had evidence of crimping. It did not pass continuity test as wires were open when manipulated. Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
Correction: mdr00662304 aware date was reported incorrectly. Corrected date of aware date for mdr00662304 is (B)(6) 2018.

Manufacturer narrative:
The gantry motion controller was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The image acquisition system's power tray was returned to the manufacturer for analysis. Through visual/physical examination and functional testing, the reported issue was able to be duplicated. Both returned fuses failed and tested open. Analysis determined that there was an electrical failure with the returned power tray. If information is provided in the future, a supplemental report will be issued.